Event description:
It was reported that during a ptca procedure, the tip of the wire separated inside of the patient. Attempts to retrieve the tip were unsuccessful. The wire portion remains in the patient. Patient status is listed as "okay".